Manufacturer narrative:
The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Intraocular lens (iol) returned in two segments wrapped in surgical material. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is scratched/marked rejectable and nicked/chipped at the optic edge. Company lens was replaced with a monofocal lens. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens may suggest that the replacement lens model was an improved choice for the patients vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, patient experienced waxy vision. The iol was replaced with an another model iol, then the symptom went away. Additional information has been requested.